Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2017 with the following findings: review of the pump history revealed frequent replace battery alarms recorded. Investigation of the alleged battery life issue was not able to be investigated due to an unrelated pump issue. The pump was received in a condition that prevented the investigation of the initial allegation. Unrelated to the original complaint, moisture was noted in the display and moisture damage was apparent on the printed circuit board due to moisture ingress into the pump through a crack in the pump case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue; issue occurred 15 minutes after wearing the pump while swimming. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.